Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: ng, inratio: 3.3, roche: 2.6, mean: 2.67, confidence limits: 1.7 - 3.8. Who bias: na, result: pass. Date: ng, inratio: 2.7, roche: 2.3, ref: 2.1, mean: 2.37, confidence limits: 1.4 - 3.1. Who bias: 28.57, result: pass. Reported results are within the confidence limits for passing accuracy comparison (both alere and who bias limits). The results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). This is below the action threshold of (B)(4). Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, time: 8:30am, inratio: 3.3, coagucheck: 2.6. Nurse removed the first drop of blood then used the same finger stick to test both instruments. Date: (B)(6) 2011, inratio: 2.7, coagucheck: 2.3, lab: 2.1. All samples taken at the same time, separate finger sticks on separate fingers for inratio and coagucheck.